Event description:
The hernia mesh that the physician was going to put into the patient tore. Another piece of mesh was opened and used to complete procedure.======================manufacturer response for polyester and polylactic acid mesh, covidien parietex progrip mesh (per site reporter).======================manufacturer provided rga# for product return evaluation.